Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889-28, lot# va0q8z9, implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient was having a lack of efficacy, which resulted in the system being removed. They had persistent drainage since it was removed. It was noted that normal patient management steps were taken by the office. All of the equipment was removed and the drainage was noted to be clear and coming from the wound site where the device was removed. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0q8z9, implanted: (B)(6) 2014, explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that the cause of the lack of efficacy was unknown. It was confirmed that the lead and implanted neurostimulator (ins) were explanted.